Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable low results for an unspecified number of patient samples tested for the elecsys vitamin b12 immunoassay (b12) on the cobas e 411 immunoassay analyzer (e411). The customer provided data for a total of 2 patient samples. Of these, one had an erroneous b12 result. The erroneous result was not reported outside of the laboratory. The sample resulted with a b12 result of 173.3 pg/ml when tested on the e411 analyzer. The sample was sent to an external laboratory and tested for b12 on a cobas 8000 e 801 module (e801), resulting as 227 pg/ml. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 31974400. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The expiration date for the b12 reagent is 31-dec-2018. The field service engineer made adjustments to the sample probe and changed the pinch tubes and performed performance testing. As the calibration was acceptable and the qc data was within the specified ranges, a general reagent issue could be excluded. The alarm trace showed no issues. The investigation was unable to find a definitive root cause.